Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient experienced infection at infusion set insertion site. The location of infusion set was abdomen. Patient received antibiotics and cream as a corrective treatment. No further information available.